Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. A 20 x 4.00 rebel stent was used to treat the target lesion. However, the stent came off of the balloon prior to implantation and remained in the patient's arm. The procedure was completed with a different device and the patient was doing fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).